Event description:
It was reported that the patient's implantable neurostimulator (ins) moved within the pocket, which in turn caused tension on the lead components (could be seen "straining" in her neck). The resulting lead tension caused the patient severe headaches. Her physician told the patient they will have to go back in and replace the leads to address the problem. The physician noted that the device had only one place to anchor within the pocket and desired to have two to prevent the ins rotating. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Recharger: serial# (B)(4); programmer: model 37642, serial# (B)(4); extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; lead: model 3387s-40, lot# v741239, implanted: (B)(6) 2011, explanted: unk; lead: model 3387s-40, lot# v741339, implanted: (B)(6) 2011, explanted: unk. (B)(4).